Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 140 - 150 mg/dl on customer's meter and 450 mg/dl on professional meter. No quality control information was provided. No adverse event reported. Customer does not have strips used at the time of the comparison; a replacement was sent.